Event description:
I realize that certain kugel mesh lots have been recalled, but I have on going problems, fistulae, infections, no abdominal wall. I also have open wounds, that I have had 3 skin grafts, that because the mesh continues to break through the skin grafts have not taken. I am a male with serious problems all due to composix kugel mesh. Here are my bard mesh manufactured by davol, lot numbers quantity 4 lot number 43bnd061, 43hmd020, 43end207, the corresponding catalog numbers 0112670 size 2x12, 0112670, size 2x12, 0113112 size 12x12. Mesh marlex 10x14, mesh trelex 3x6, mesh marlex 2x12, mesh composix 12x12. Please note that my wife treats my wounds daily and continues to cut and remove mesh from my open wounds. Other exp dates: 02/28/2008, 08/03/2007. Dates of use: 2003 - 2007. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: 1. Yes, 2. Yes.